Manufacturer narrative:
Related medwatch report: mw5145320.

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing, loss of capture (loc) and low amplitude. It was also noted that the right ventricular automatic threshold test (rvat) was in suspended mode. Reprogramming options and further testing was recommended. The rv lead remained in service. No adverse patients were reported.